Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the present date 27apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that device had alarming air-in-line. I cleaned around the air-in-line sensor and tested the pump but had no alarms. There was no patient involvement.